Manufacturer narrative:
On 10/15/2019, mentor received additional information about the event. The patient was diagnosed with bilateral capsular contracture (baker grade unknown). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a breast augmentation revision procedure with mentor smooth round moderate plus profile 650cc saline breast prostheses developed pain in both of her breasts. The patient reported that her right breast is higher, hard, and with pain on the right upper quarter section. She has pain in the nipple area of her left breast. In addition, the patient noticed that her left breast looks deflated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.